Event description:
It was reported that this left bundle branch (lbb) was exhibiting loss of capture (loc). Patient is in atrial fibrillation (af). Right ventricular automatic threshold (rvat) test was successful. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).